Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.5ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and in house strips (strip lot number: d150923-1). The control solution tests for level low are 64/65 mg/dl, for level high are 265/272 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
(B)(4). Patient ((B)(6)) called in stating that he passed out. The reading on the prodigy meter at the time of the event was 121mg/dl. Patient's normal glucose reading around the time of day of the event is 130mg/dl. Paramedics were called 15 minutes after patient tested with the prodigy meter. Patient was given honey while waiting on paramedics to arrive. Paramedics arrived 12 minutes after being called. Paramedics performed a glucose test with their meter with a result of 28mg/dl. Approximately 27 minutes passed between testing with the prodigy meter and the paramedic's meter. Paramedics treated patient with d50.